Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 40 mg/dl to 69 mg/dl; cause was unknown. Sugary drinks and sugar tablets were consumed to address low bg. Recommendation was made to discuss diabetes management with a health care professional.